Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. The pump showed signs of impact and damage. The rear housing was cracked by the battery compartment. The battery cap would not stay on. The customer's stated problem was verified. Problem source could not be identified.

Event description:
Information was received indicating that this cadd ms3 pump was constantly resetting while working. The cnss was teaching with the pump. The reported event did not occur while in use with the patient. There were no adverse effects to the patients due to the reported event.